Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the rhino-laryngo videoscope exhibited a part of the connecting tube had fallen off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented by following the instructions for use: important information ¿ please read before use warnings and cautions ¿ do not pull the video cable during an examination. The endoscopic image may not be visible anymore. ¿ do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual irregularities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. Olympus will continue to monitor field performance for this device.